Manufacturer narrative:
Instrument data was not provided from the cobas liat for review of instrument performance. A limited investigation was performed to rule out a product quality, and a product quality issue could not be identified. Without data, the root cause of the discrepant result could not be determined, however the sample at lod (limit of detection) which the provided sars-cov-2 CT value indicates, and differences in sample testing platforms is most probably factors. Due to lack of data and information, additional conclusions cannot be provided.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 (negative for influenza a& b) on cobas liat. A new sample was collected and tested on a competitor platform (smartgene) as well as on an unspecified qualitative antigen test. Both yielded a negative result for sars-cov-2. The patient result was reported as sars-cov-2 negative. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.